Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The fracture surface of the probe showed that crack developed. There was no scratch around the broken point. There was rough part on the fracture surface. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a laparoscopic small bowel resection, the subject device was used. The subject device stopped working. When the user rebooted the generator and tried to activate output again, the user found that about 1 cm of the distal part of the probe was missing. The user searched inside the patient and over the sterilized table, but the fragment was not found. The user opened abdomen to search inside the patient well, but the fragment was not found. The user searched over the sterilized table again, and found the fragment. The procedure was completed. It was reported that the fragment might be inside the trocar at first, and drop to the sterilized table while taking trocar in and out to search.